Manufacturer narrative:
The bolus wizard functioned properly per bolus wizard sample. The pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the occlusion test due to prime anomaly. The pump was received with cracked battery tube threads, reservoir tube lip, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a bolus wizard anomaly from the insulin pump. The customer's blood glucose reading was up to 400 mg/dl. The customer treated with a manual injection. The customer stated that there is something wrong with the bolus feature. The customer treated with a needle. The customer will be sent a replacement pump.